Event description:
According to the reporter: during use the white pad broke from the jaw and fell into the patient cavity. The piece was removed from the patient. No significant blood loss or further issue was noted.

Manufacturer narrative:
(B) (4). (B) (4).